Event description:
The customer woke up around 7:45 am feeling ill and used the device to check the blood glucose. Customer received a result of 718 mg/dl. Customer went to the ER because of the result. Sometime after 11 am the hosp found the glucose to be in the 300's mg/dl. Customer was treated for hyperglycemia and is now fine. Level one glucose control was run and out of range on the system. The device was replaced and requested to be returned for eval.